Manufacturer narrative:
Citation: al-hindwan hsa et al. The predictive value of a modified carpentier classification in patients with coincidental mitral regurgitation undergoing tavi for severe aortic valve stenosis. Clin hemorheol microcirc. 2018 sep 14; 70 (1): 15-25. Doi: 10.3233/ch-189906. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding mitral regurgitation regression or the timing of additional procedures for mitral regurgitation correction and prognosis in patients with coincidental mitral regurgitation undergoing transcatheter aortic valve implantation (tavi) for severe aortic stenosis. All data were collected from 3 centers. The study population included 600 patients (predominantly female; mean age 82 years), 267 of which were implanted with a medtronic corevalve bioprosthetic valve and 68 were implanted with a medtronic evolut r bioprosthetic valve. No serial numbers were provided. Among all patients, adverse events included: permanent pacemaker implantation, embolic stroke (mean 2.5 days until stroke following tavi), moderate-severe paravalvular aortic regurgitation, moderate-severe mitral regurgitation at both 30 days and 6 months following tavi, and major vascular complications. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between medtronic product and the observed adverse events. No additional adverse patient effects or product performance issues were reported.